Event description:
The customer reported a leak at the probe wipe on the act diff 2 instrument. The volume was reported as 50 ml and the leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
The customer technical specialist (cts) worked with the customer to troubleshoot the leak. The customer found brownish liquid by the tube station. The cts instructed the customer to clean the probe and the probe wipe and run startup on the instrument. The customer ran startup and there was still a leak of one drop from the probe. The cts then instructed the customer to cleaning the waste line for the probe wipe and run blank samples (diluent) through the instrument. The customer ran blank samples and no drips or leaks were seen. No erroneous results were generated. Upon recur; the failure mode is likely to generate erroneous results for all parameters due to carryover caused by the insufficient rinsing of the aspiration probe and probe wipe. (B)(4).